Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation also found that switches 1 and 3 had a cut, the right/left knob was shaved, the upward/downward angulation control knob had discoloration, air/water and suction cylinders had no color, grip was shaved, the number of maximum cumulative uses was reached, label on the suction connector was damaged, electrical connector had corrosion due to water leakage, suction connector had corrosion due to water leakage, insulation resistance value at distal end did not meet the standard value due to a chip on the plastic distal end cover/probe cover, distal end was deformed, the cover of light guide bundle was damaged, objective lens had a scratch, connecting tube had a buckling, and the tube cleaning brush was unable to be inserted due to clogging of suction tube of universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope experienced a problem with the aspiration system. The issue was found during an unspecified event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign object on the nozzle and the plastic distal end cover/probe cover. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.